Event description:
Consultant reported: during a trochanteric fixation nail procedure, the surgeon was having difficulty advancing the reamer. The reamer head broke off into the bone at the point where the head joins the shaft. The surgeon pulled out the reaming rod, retrieved most of the reaming head. Then she used a pituitary rongeurs to retrieve the balance of the fragments. The surgeon noted all pieces of the broken head were reportedly retrieved. The surgeon opened a reamer from a second set to complete the procedure with no further problem. This is 1 of 1 reports for this event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. A review of the product drawings for the reamer head as part of the product evaluation indicates that the designs is adequate for intended use, and did not contribute to this complaint condition. If the reamer was mechanically overloaded, due to being worn prior to use or used in a canal smaller than 8.0mm, it could result in breakage. The technique guide ((B)(4)) provides guidance on avoiding these conditions. The returned reamer head was manufactured in october 2006 and is over 6 years old. The returned reamer head is fractured in 3 pieces. The wear on the returned reamer head age of the device suggest it has been used beyond its useful life. Therefore, this complaint is invalid from a design perspective. The designs are adequate for their intended use and did not contribute to this complaint condition.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.